Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer reported that the up and down arrow buttons did not work as well as they used to and had to press harder and several times. Customer also reported a couple of random no delivery alarms, a small crack on the reservoir area and insulin pump will incorrectly register that 1 or 2 units had came out when they had not. The device will not be returned for analysis.